Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to instability. Revision njr number: (B)(4). Side: r. Primary asa: p2 - mild disease not incapacitating. Components not revised: advance primary femoral size 3 right nonporous product name: kftcnp3r, lot number: 7484802. Advance ii cocr tibia base nonporous sz 3 standard product name: ktccnp30, lot number: 7350410.